Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Event description:
After multiple inflations of the balloon during pre-dilation of a lesion located in the superficial femoral artery (side unknown), the physician removed the balloon from the patient and placed it on the back of the scrub table. After the physician placed a stent and attempted to re-advance the balloon to the lesion through the sheath introducer, resistance was met. When additional force was applied to advance the balloon catheter through the sheath, the distal marker band moved on the shaft of the balloon. Therefore, the balloon was removed from the patient and another balloon (sterling / boston) was inserted to successfully complete the procedure. There was no injury reported to the patient.